Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture. X-ray of the lead indicated the beginning of perforation. After the lead was repositioned, normal values were observed.